Event description:
It was reported that 2 bd micro-fine¿+ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: the end customer reported that the product was purchased at (B)(6) hospital affiliated to (B)(6), and no water came out when the air was exhausted before use, and the affected quantity was 2.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023 . H6: investigation summary samples were received and an investigation was performed. DHR was reviewed and there were not any qns or other events that could be related to this complaint. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that 2 bd micro-fine¿+ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: the end customer reported that the product was purchased at run shaw hospital affiliated to zhejiang university school of medicine, and no water came out when the air was exhausted before use, and the affected quantity was 2.